Event description:
It was reported by a customer on (B)(6) 2011 the fiber tip broke while inside of the pt at 138,625 joules. Per the customer, the fiber pieces were retrieved. No pt injury was reported.